Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The shaft, collar, and tip were microscopically examined. There was blood in the shaft. The shaft was detached/separated at the collar. The ptfe was pulled out of the collar and was attached to the distal shaft. There were numerous kinks throughout the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 08-may-2017. It was reported that the device did not pass through a guide catheter. A guidezilla¿ guide extension catheter was selected for a percutaneous coronary intervention in the left circumflex. During the procedure, it was noted that the device was unable to pass through a guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable. However, device analysis revealed that the shaft was detached/separated at the collar.